Event description:
Nurse was squeezing/activating a cold pack for a patient, when the cold pack ruptured/exploded and the liquid went into the nurse's left eye, left side of face, left chest, and left arm. Manufacturer response for ice pack, cardinal health cold t-pack (per site reporter). Actions by sales representative: email instructional brochures and video for ice pack activation. Follow-up with staff in supply chain to determine if the hospital has ice packs onsite with the same lot number, #v8n296, as the sample provided today. Will follow up with nurse manager on the ward. Provide in-service material and willing to provide in-service to the staff on proper use of cold packs.